Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is completed.

Event description:
Spacelabs received a report that on (B)(6) 2018 a loss of telemetry monitoring occurred at the central monitor. No injury was reported as a result of this event.